Event description:
At about 10 months from primary, the patient came in due to pain that was determined by the surgeon to be a result of infection with an unknown cause. The surgeon revised the proximal body, femoral head and liner in addition to performing a washout. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05-aug-2025: 01.29.214 mectacer head biolox delta dia.40 12/14-l (k112115) lot: 2404447 (B)(4) items manufactured and released on 08-03-2024 expiration date: 2029-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised, batch review performed on 05-aug-2025: liner: mectacer 01.32.4052hc4 offset 4mm pe hc liner ø40/g (k183582) lot. 2210002: (B)(4) items manufactured and released on 15-06-2022 expiration date: 2027-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: m-vizion 01.22.428 proximal body ø24mm l 50mm lat with holes (k201471) lot: 2319369: (B)(4) items manufactured and released on 09-02-2024 expiration date: 2029-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.